Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two weeks after the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient experienced a pocket hematoma. Swelling, bleeding at the incision site, throbbing, and a small opening at the lateral aspect of the incision were noted. The hematoma was evacuated, a one-time dose of antibiotic was given intravenously, a parsonnet pouch was used, and the device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.